Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not appropriately declare continuous glucose monitor alerts. There was no reported adverse impact to the customer. Although requested, customer declined to upload pump data for analysis and declined assistance from tandem technical support.